Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was conducted. Testing was performed to assess the lead electrical performance and the measurements obtained were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. The analysis of the returned product found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead was explanted due to therapy upgrade/downgrade. No adverse patient effects were reported.